Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose readings between 50 and 70 mg/dl; was treated by daughter with glucose tablets. Customer declined troubleshooting. No further details were provided.